Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and e-mail. A completed questionnaire was not received. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was exchanged during a secondary procedure due to a torn capsule and a haptic in the sulcus upon injection causing lens decentration. The surgeon asked for an sn60wf but was given an sn6cws. He was unfamiliar with the sn6cws. Additional information was requested.

Manufacturer narrative:
Additional information: it is unknown if the qualified viscoelastic was used. The use of an non-qualified viscoelastic may contribute to underfill, overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes, which may result in lens damage or delivery issues. A facility representative reported an intraocular lens (iol) that was exchanged due to a torn capsule and a haptic in the sulcus upon injection causing lens decentration. The customer indicated the surgeon was unfamiliar with the device. (B)(4).